Manufacturer narrative:
(B)(4). The customer returned one actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed. The y-site was observed to be deformed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, the dehp free solution administration set was found bent. It is stated that at the priming step, the y set was found totally bent, was occluded, and the prime could not be performed. There was no patient involved. No additional information is available.